Event description:
The orsense nbm-200 non-invasive screening device used by (B)(6) cross gave an inaccurate hemoglobin reading. It measured my hemoglobin at 14 g/dl, clearing me to donate blood. However, a standard clinical venous blood draw at a medical clinic five days later measured my true hemoglobin at 11.5 g/dl. This 2.5 g/dl overestimation allowed a clinically anemic person to be cleared for blood donation, causing further severe iron depletion. Because of this screening failure, I now require medical iron infusions to correct the depletion.